Event description:
It was reported while using bd vacutainer® eclipse¿ signal¿ blood collection needle, one device separated from the holder and blood leaked from the cannula and landed on healthcare worker's shoe. There was no health impact or consequences reported.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). Investigation summary: bd received 5 photos for investigation, and the reported issues of separates and sleeve leakage were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: separates and sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.